Event description:
The customer reported that the 840 ventilator had an erratic display. Covidien is not authorized to repair the device. Multiple attempts have been made to try to obtain the repair info but no response received from the customer.